Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event while at home. Motion artifact contributed to the false detection. The patient was reportedly conscious and the response buttons were pressed intermittently during the event. The patient remained at home and continues to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient was transported to the hospital where he then received an appropriate lifevest defibrillation. The patient continues use. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4) - (B)(6) 2013. Electrode belt (B)(4) - (B)(6) 2013. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lfievest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).